Manufacturer narrative:
(B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st150, an external blood leakage was observed through the connection of the venous line to the catheter. The venous line was connected to the "y" line and the leak persisted. The set was discarded and a new set was used with no issues noted. There was patient involvement but no patient impact and no medical intervention. No additional information is available.